Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of sound and loss of lock. The external equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. In addition, the electrode was sliced near the electrode ground ring, along the lead and near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection revealed multiple loose components and cracks in the hybrid. In addition, cut electrode wires were confirmed near the electrode ground ring, along the lead and near the array which are believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock and damaged hybrid conditions prevented several of the electrical tests from being performed. The manual capacitor leakage test was unable to be performed due to the breaks found in the hybrid. The device failed the electrical test performed. The device passed all of the mechanical tests performed. The open device visual inspection confirmed multiple cracks along the hybrid and loose electrical components. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid and dislodged electrical components. A CAPA was implemented. This is the final report.

Manufacturer narrative:
Additional information: explant date. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.